Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw (30607a1059) was implanted without issues. A mitraclip xtw (30627a1041) was then positioned laterally to the first implanted clip, but while deploying the clip, and after retracting approximately 10cm of the lock line, resistance removing the lock line was encountered. The lock line was removed normally. The clip was implanted. After deployment, the lock line was inspected, a small thickening of the lock line on the proximal end was observed. It was not suspected to be a knot. The procedure was completed with two clips implanted. The mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported physical resistance / sticking (lock line - difficulty) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.